Manufacturer narrative:
Results: the penumbra engine canister (canister) lid was not completely secure on the canister body. Conclusions: evaluation of the returned canister revealed the lid was not properly secure on the canister body. If this occurs, the canister may not produce sufficient vacuum. During functional testing, the lid was properly tightened onto the canister body and was seated onto a demonstration engine and was able to produce vacuum within specification and all four vacuum indicator lights were illuminated. The root cause of this issue could not be determined. Penumbra canisters are 100% visually inspected and functionally tested by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister). During the procedure, the hospital staff noticed that the canister was not holding pressure; therefore, the canister removed. A second canister and the penumbra engine (engine) were not used to continue the procedure; it was reported that by the time the second canister was brought in to the room, the physician had already used a 60cc syringe. The procedure was completed using an aspiration method with the 60cc syringe. There was no report of an adverse effect to the patient.